Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer had to increase the energy level due to the fenestrated bipolar forceps instrument's energy output was weak. The customer observed that the fenestrated bipolar forceps instrument's wire was completely disconnected after cleaning. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same type and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The instrument conductor wire insulation was stripped/damaged. No evidence of thermal damage was identified on the instrument. No fragment fell inside the patient. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument's energy output was weak, and the instrument's wire was completely disconnected, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation. The broken conductor wire is related to the customer reported complaint. The fenestrated bipolar forceps was found to have a broken conductor wire at the distal end. The fenestrated bipolar forceps was placed and driven on an in-house system. The fenestrated bipolar forceps passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The fenestrated bipolar forceps moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed thermal damage. No portion of the conductor wire insulation was missing but the wires were exposed. The probable root cause is attributed to component failure. This complaint is considered a reportable malfunction due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.